Manufacturer narrative:
Technician found the brake casters were bad. Technician replaced the brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged the brakes do not hold. No pt impact.